Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent found that the first proximal stent row was damaged with stent struts pulled distally. The undamaged crimped stent outer diameter was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and do not appear to have been subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and the inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2018. It was reported that crossing difficulties were encountered. The 85% target lesion was located in the severely tortuous and moderately calcified right coronary artery. Following pre-dilatation, a 4.00 x 20 synergy stent was advanced but failed to cross the lesion. The procedure was completed with another 4.00 x 20 synergy stent. No patient complications were reported and the patient's status was good. However, returned device analysis revealed stent proximal damage.